Event description:
It was reported by the rep that the device was used during a prostatectomy. It was reported the rep was told the surgeon fired the device numerous times and the clips would not form, but fall off. There was no consequence to the pt.